Event description:
Customer reports to have received excessive sensor errors and lost sensor. Customer's blood glucose was 98 mg/dl. During troubleshooting, customer removed sensor and found that cannula was missing. Customer was unsure if cannula broke insider her body as she did not feel any pain. Customer states introducer needle inserted with no problem. Customer was advised to contact healthcare professional for instructions. Sensors would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used sensor and found sensor cannula retracted inside of the sensor. Unable to confirm customer receiving sensor damaged due to customer returning sensor opened/used.